Event description:
It was reported that before the unk surgery, opened the packing, the surgeon noted that the product is not in conformity with the packing label as photo shows. The packaging label is ec45a, but the physical device is ec60a. Two products have the same problem. Changed another device to complete the procedure. There was no patient consequence reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 4/18/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2024. D4: batch # 612c32. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec60a device was returned without sterile packaging with no apparent damage and no reload present. However, no package was received for analysis. The manufacturing records of the batch impressed on the returned device were reviewed and it belongs to an ec60a. In addition, lot a9dy74 was reviewed, and it belongs to an ec45a. Lot and batch were reviewed in our quality system to ensure the device was manufactured separately, and not as part of the ec45a batch. A video was provided was reviewed and it shows an ec60a device packed as an ec45a. In addition, the device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described is confirmed based on the video provided which shows an ec60a device packed as an ec45a. Device history review a manufacturing record evaluation was performed for the finished device batch number 612c32, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/8/2024. D4: batch # 612c32. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec60a device was returned without sterile packaging with no apparent damage and no reload present. However, no package was received for analysis. The manufacturing records of the batch impressed on the returned device were reviewed and it belongs to an ec60a. In addition, lot a9dy74 was reviewed and it belongs to an ec45a. Lot and batch were reviewed in our quality system and batch or lot did not match during the packaging process. In addition, the device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as no anomalies were observed on the package process and also, the device performed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 612c32, and no non-conformances related to the reported complaint condition were identified.